Manufacturer narrative:
(B)(4).

Event description:
It was reported "bleeding from femoral access post manta closure. A balloon and covered stent was used for hemostasis"there was no other patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn #: (B)(4). No product evaluation could be completed as a product was not returned for investigation. A manufacturing record review could not be completed as there was no lot number provided. Case details were reviewed. Ultrasound guidance and micropuncture were utilized to gain lower-positioned access. Following bav procedure manta was deployed. Bleeding from femoral access post manta closure was treated with a covered stent. Angios received were reviewed by and complete pull-out of manta was confirmed. The root cause for the pull-out is related to user error. The IFU posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding. The IFU procedure preparation instructs to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The der process will continue to monitor for similar events.

Event description:
It was reported "bleeding from femoral access post manta closure. A balloon and covered stent was used for hemostasis." There was no other patient harm or injury. The patient's current condition is reported as "unknown".